Event description:
It was reported that there was an increase in ventricular threshold and that the patient noted some stimulation or pain associated with ventricular pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.